Manufacturer narrative:
This complaint was originally reported on the vmsr report. However, a second review indicates this complaint to be a serious injury.

Event description:
Implant failed due to implant fracture at/after delivery.